Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event was a defective cable unit, however, the exact cause of the defect could not be specified. It likely the cable unit failed due to one of the following; cable pins on connector are too small for shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for pins on connector), shield groups soldering joints are too weak to withstand forces within cable, sealing compound within connector does not seal soldering joints and bare contacts completely against steam resulting in corrosion, cables/soldering joints were under stress during manufacturing process which lead to premature damage, and/or soldering process used at time of manufacturing was out of date. Three attempts were performed to obtain additional information, but no response was received from customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", had an image problem. The device was returned for evaluation. During the device evaluation, the device displayed a purple image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device displayed a purple image due to a broken video cable and damaged fiber bonding in the outer tube area. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.